Event description:
Custome reported "replacement pump rate incorrect" on prisma equipment. The replacement rate was set for 80 ml and the machine rplaced 241 ml in one hour. No treatment events (alarm history) available. Gambro clinical nurse reviewed the possible causes of the event (troubleshooting) and she asked of customer to check the machine (i.e. Bag, calibration scale).